Event description:
No additional information provided. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00241, 1038671-2017-00242, 1038671-2017-00243, 1038671-2017-00245 and 1038671-2017-00246.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of dislocation of the right shoulder joint devices is most likely related to over activity and patient underlying conditions to include previous shoulder maladies. This device is used for treatment, not diagnosis.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2016. Non-revision of right shoulder components due to dislocation while patient was hugging his wife. Relocated in office under fluoro and placed in external rotation sling for 4 weeks.